Event description:
It was reported the pt expired. The cause of death was not reported. The pt's device-managing physician and surgeon were unaware of the pt's death.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2009-7460. Correction to sequence number was required as 7460 had already being used in FDA's database. This report includes info previously filed in 30-day initial report and follow-up #1.